Manufacturer narrative:
Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 357.133. Lot: 1555814. Manufacturing site: (B)(4). Release to warehouse date: 17. Oct. 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the extracts cr f/afn/dfn (p/n 357.133 lot 1555814) was received showing the distal threads stripped. No other issues were identified with the returned components of the device. The stripped threads, from normal wear, is a potential end of life indicator for the driver tip. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during inventory of the nail sets, the extraction screw for titanium (ti) femoral and tibial nails were noticed the threads are stripping and will no longer function correctly. There was no patient involvement. This report is for one (1) extraction screw for ti femoral and tibial nails. This is report 1 of 1 for complaint (B)(4).